Event description:
It was reported that during ptca/stent procedure, the balloon would not deflate and the pt experienced st elevation. Deflation was achieved after two minutes and the pt was in stable condition.

Manufacturer narrative:
Quality assuracne analysis revealed that the dilatation catheter was returned with two kinks in the shaft of the catheter. There was also a crack in the proximal adapter. When pressurized it was noted that leaking occurred. Quality engineering concluded that the kinks in the shaft and the splitting of the outer lumen hindered the deflation of the balloon. It is unclear how, or when the kinks occurred. There is no indication in the complaint that any device defects were noted during preparation. As part of co's quality control process all rx comet catheters are inflated to rated burst pressure and tested for leaks prior to packaging. Additionally, samples from each lot are tested to failure for rupture and tensile to verify the product meets all specifications. This MDR is considered closed by the quality assurance department.